Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Functional testing found the device would not power on when connected to the original battery pack, but would power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the original battery pack from the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the pulsavac plus wound debridement system was broken and would not spray. There was no harm or delay reported. At product evaluation investigation visual inspection of the interior of the original battery pack found that the batteries had leaked inside the pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Functional testing found the device would not power on when connected to the original battery pack, but would power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the original battery pack from the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the pulsavac plus wound debridement system was broken and would not spray. There was no harm or delay reported. At product evaluation investigation visual inspection of the interior of the original battery pack found that the batteries had leaked inside the pack. No adverse events were reported as a result of this malfunction.